Manufacturer narrative:
(B)(4). One used ls1037 device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut. The jaws opened and closed normally when the handle was activated. The device was activated multiple times on simulated tissue with acceptable results and a visual seal effect was observed each time. The sample did not activate on its own without the activation button being pressed. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Event description:
The customer reported that during a laparoscopic d&c procedure, the device was not sealing and releasing tissue properly. It is not known if endtones (indicating completed seal cycles) or regrasp alarms were heard. It is also unknown if the device locked onto patient tissue, and if so, how it was removed. A new device was opened and used to complete the procedure without further incident. There was no harm to the patient. There is no further information available regarding this incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.